Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements as the leads came out of broken in pieces which was difficult to recover due to contamination. Also, the patient experienced diaphragmatic stimulation. This lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.